Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for hypoglycemia on (B)(6) 2019 at 6:00 am and the insulin pump may have over delivered the insulin. It was reported that the customer had 1.1 mmol/l at the time of incident. It was reported that the customer was admitted into hospital as a result of low blood glucose levels. It was reported that the customer had current blood glucose levels of 7.8mmol/l. It was reported that on (B)(6) 2019, the customer was found sleeping and foaming at the mouth and incoherent. It was reported that the customer's mother called ambulance and the customer was treated by emergency medical services. It was reported that the customer was treated for low blood glucose levels with juice, crackers and sandwich. It was reported that the customer reported damage to the retainer ring. It was reported that the reservoir was able to lock into place. Troubleshooting was performed. It was reported that the customer's mother alleged that the insulin pump was over delivering insulin. The customer was advised to disconnect form the infusion set and reservoir. It was reported that the insulin pump programming was accurate. Product is expected to return for analysis.